Event description:
The patient underwent back surgery in early 2011 that included placement of a stryker rod. Several months ago, the rod apparently fractured, requiring removal and replacement. The rod was subsequently replaced. The date of failure is not known.